Event description:
It was reported that the right ventricular (rv) lead triggered an alert for undefined high pacing impedance and a fracture was suspected. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 383069 lead, implanted: (B)(6) 2017 and product ID: dtpb2d1 crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.